Event description:
Subject came to ER on (B)(6) 2011 with complaint of gradual onset of chest pain. Moderate in severity. He also had difficulty in breathing. He had stopped all his medications by choice and was admitted to hospital. Cardiac enzymes were positive and subject underwent coronary intervention and had drug eluting stents implanted. During his stay his symptoms improved and was discharged with diagnosis of nstemi on (B)(6) 2011.